Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported that the patient's blood glucose (bg) reached close to 300 mg/dl in the middle of the night while wearing the pod on the arm. She gave him a bolus from the pod and went back to sleep. In the morning, bg was still high around 300 mg/dl, so they bolused long acting insulin from a pen. Patient did not feel well that day and threw up, so he did not want to drink anything all day. By 3 pm his bg was still in the 300's mg/dl. They checked his ketones and they were large. That evening they called the after-hours service for their doctor who told them to go to the hospital. They took the patient to the ER (emergency room) and he was treated for dehydration and high ketones. The ER gave him 2 bags of fluids and anti-nausea (zofran) medications through IV. The fluids brought his bg down. Mother said the high sugar and dehydration causes ketones. The hospital wanted to admit the patient, but they did not have pediatric care since they are a small hospital. The hospital wanted to transfer him instead, but the doctor from the patient's physician office told the family to tell the hospital to take another look at the patient's numbers. The numbers were a little better, and family was advised by the doctor that it was unnecessary to admit patient. Patient left the ER between 5-6 am on monday morning and was never admitted. They did not keep the pod. Patient was on his second day of pod wear, but mother did not know if it was under or over 48 hours.